Event description:
It was reported that the customer has received no delivery alarms for the past 3 days. Customer changed the infusion set, reservoir and insulin and alarm was cleared. It was also reported that the screen on the insulin pump goes blank after changing the battery. Customer put a piece of paper on the battery cap and the display returned. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.